Manufacturer narrative:
Upon investigation of this incident, a technical support specialist dialed into the server and ran a downtime query, confirming that the last successfully processed xml was current. No disconnected flags were found for the interface, and no critical notices were observed in health sight viewer (hsv). The tss closed the ticket. The system functioned as intended after the technical support specialist verified the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.